Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving fe ntanyl (99.9mcg/day at 1000mcg/ml) and bupivacaine (.999mg/day at 10mg/ml) via an implantable infusion pump for non-malignant pain. It was reported that the patient had a pump pocket revision on (B)(6) 2025 due to pump site pain. It was also reported that at first fill, the pump nurse had to use a long needle to the hub and had a difficult time filling the pump due to how deep it was located. This would be monitored.